Event description:
It was reported that pump touchscreen became unresponsive and pump screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, after which customer was able to interact with pump screen, and no additional information was received regarding further issues.